Manufacturer narrative:
Upon visual inspection, the screw fracture was confirmed as it was noted that the piece of the screw remain stuck in the implant. The top fractured portion of the screw was discarded. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
It was reported that the abutment screw fractured and implant had to be removed.